Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft kink was able to be confirmed. The reported shaft detachment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion with 90% stenosis in the right coronary artery with heavy tortuosity and heavy calcification. After pre-dilation, a 2.50x48 mm xience xpedition stent delivery system (sds) was advanced toward the target lesion and it was noted that the stent became bent. The sds was removed and during additional manipulation to fix the bend, the stent broke into 2 pieces. An unspecified device was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.